Manufacturer narrative:
The hill-rom technician found the head drive was the issue. Per the hill-rom service manual the advanta 2 should be subject to an effective maintenance program. This will help make sure of a long, operative life for the advanta 2 bed. The preventative maintenance will help to reduce downtime due to excessive wear failures. Inspect the actuator assembly. Make sure the pins and retaining clips are intact and not missing. Fully raise and lower the head section. Make sure there is no friction or abnormal noises and that no audible overload indication can be heard during the movement. A search of the hill-rom maintenance records did not show hill-rom performed any preventative maintenance on this bed. It is unk if the facility performs preventative maintenance on their beds. The hill-rom technician replaced the head drive to resolve the issue. Based on this info, no further action is required.,

Event description:
Hill-rom received a report from the account stating the CPR would not work. The bed was located on delivery dock at the account. There was no patient/user injury reported. This report was filed in our complaint handling system as complaint #(B)(4).